Event description:
Pt with increased substernal chest pain. Undergoing cardiac cath with stenting of lad (mid and distal. The wire in the diagonal spontaneously snapped at the solter point with out warning after delivery system and withdraw of wire. Multiple attempts to lasso the floopy tip of the wire were unsuccessful. The pt was emergently transferred to the operating room to retrieve the dislodged wire.